Event description:
Pt admitted for trauma during stay he required intubation. End of endotracheal tube (ett) that fits onto a connector stretched out, and would not stay connected to the vent. Nursing needed to place a larger connector at the end of the ett in order to maintain the connection to the vent, and the ett has since been changed. This is the second ett that this has happened with. Tube is to be picked up by the manufacturer's rep to return it for testing. Diagnosis or reason for use: pt with multiple rib fractures. Is the product compounded: no. Is the product over-the-counter: no. Was used from (B)(6) 2016 at about 2120 to (B)(6) 2016 at 1421. Needed to be exchanged for a new ett due to this issue.